Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to short together. In addition, the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The trunk cable was also pulled from the strain relief. The root cause for the separated heat shrink could not be positively identified. The root cause for the damaged connector was excessive force. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it had non-functional therapy electrode pads.